Manufacturer narrative:
Plant investigation: the reported symptom code (blank screen) was confirmed. A visual inspection of the returned cycler exterior showed no sign of physical damage. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel touch screen remained blank. An internal inspection of the cycler found transformer (t1) on the ¿inverter board¿ to be burnt. The inverter board is located on the rear of the touch screen. A known good inverter board was installed and the touch screen became operational. Removed functioning inverter board from the touch screen at the completion of the investigation. There were no other discrepancies encountered in the internal inspection of the cycler. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a burnt transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported by a peritoneal dialysis patient contact that the liberty select cycler screen was intermittently blank during the peritoneal dialysis treatment last night. The patient was advised to discontinue use of the cycler and to notify the peritoneal dialysis nurse of the alleged event. Follow up with the patient indicates that treatment was completed with continuous ambulatory peritoneal dialysis. There was no allegation of any complications as a result of the alleged event.